Manufacturer narrative:
On (B)(6), 2021, the customer was hospitalized for high bg¿s. The customer alleged no delivery alarm and unresponsive button at the up arrow button. Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.0876 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. Device was stored for an extended period without a battery. Device was able to download the insulin pump history file, but it was corrupted. There are multiple a47 alarm in the pump alarm history screen due to corrupted history file. Please see below when reviewing the history download file. There was also no data available on (B)(6) 2021. Unable to confirm no delivery alarm or button error alarm in the history file due to no data available/a47 alarm/corrupted history file. No button error alarm noted during testing. The pump had intermittent button response on the esc, act, up arrow and down arrow buttons due to corroded keypad traces. The following were noted during visual inspection: minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir lip and a missing end cap sticker. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thds and carelink upload was successful. Device passed the functional testing. Unable to confirm alleged high bg's. The customer alleged no delivery alarm was not confirmed. The customer alleged intermittent button response was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
On march 09, 2021, the customer was hospitalized for high bg¿s. The customer alleged no delivery alarm and unresponsive button at the up arrow button. Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and dat at 0.0876 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. The pump was able to download the pump history file. There was also no data available on 09-mar-2021. Unable to confirm no delivery alarm or button error alarm in the history file. No button error alarm noted during testing. The pump had intermittent button response on the esc, act, up arrow and down arrow buttons due to corroded keypad traces. The following were noted during visual inspection: minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir lip and a missing end cap sticker. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thds and carelink upload was successful. Device passed the functional testing. Unable to confirm alleged high bg's. The customer alleged no delivery alarm was not confirmed. The customer alleged intermittent button response was confirmed. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device was stored for an extended period without a battery. Device was able to download the insulin pump history file but it was corrupted. There are multiple a47 alarm in the insulin pump alarm history screen due to corrupted history file. There was also no data available on (B)(6) 2021. Unable to confirm no delivery alarm or button error alarm in the history file due to no data available/a47 alarm/corrupted history file. Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.0876 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. No button error alarm noted during testing. Device had intermittent button response on the esc, act, up arrow and down arrow buttons due to corroded keypad traces. Device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir lip and a missing end cap sticker. The test p-cap and reservoir does lock in place in the reservoir compartment. Please see below when reviewing the history download file. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were hospitalized due to high blood glucose on unknown date with unknown blood glucose level. Customer also reported that insulin pump had no delivery alarm and the arrow up was not responding. Customer was having heart pain when she entered to the hospital and they treated her using insulin intravenous to reduce the blood glucose. Customer was assisted to try to run 5 unit fill cannula but as the arrow up button was not working and not able to make the test. The insulin pump will not be returned for analysis.